Event description:
Boston scientific received information through a remote monitoring system that this implantable cardioverter defibrillator (ICD) detected a high pacing impedance measurement on the right ventricular (rv) lead. An evaluation and x-ray was performed and found no anomalies. There were no inappropriate episodes stored in the device and no inappropriate therapy found. The patient is not pacer dependent. There were no adverse patient effects reported.

Manufacturer narrative:
The patient will continue to be monitored. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.